Event description:
It was reported that during the device check one day post-implant, the right atrial (ra) lead had high thresholds and decreased amplitude. Fluoroscopy confirmed ra lead dislodgement. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).